Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that vascular dissection, cardiac arrest and hypotension are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The treatment area was a 2.5mm, heavily calcified left anterior descending artery (lad). A non-abbott guide wire was advanced and then an attempt was made to advance the intravascular ultrasound (ivus) but the ivus could not cross due to the heavy calcification. A non-abbott balloon was used, then the ivus could pass. A non-abbott catheter was used to perform a wire exchange for the viperwire advance guide wire. The patient's aortic pressure (ao) was at 90 at the start of the procedure. The diamondback 360 coronary orbital atherectomy device (oad) was advanced and spun on low speed. The oad was spun for a second treatment on low speed and the ao pressure decreased to 60. The oad was spun for a third treatment on low speed and the ao pressure decreased to 40. The oad was removed. A dissection was observed on angiography. A non-abbott balloon was advanced and deployed, but then the patient coded. The heart rate was at 20 and there was no pulse. Multiple advanced cardiovascular life support (acls) medications were administered. Multiple stents were placed to treat the dissection. Cardiopulmonary resuscitation (CPR) was performed, and a pulse was regained. An impella and a temporary pacemaker were placed. The left ventricle was no longer functioning. The family was informed of the patient's status and the decision was made to cease treatment. The patient expired. Post procedure, while reviewing ivus, the dissection was observed to have occurred prior to treatments with the oad but was not observed during the procedure until after treatment. The physician's opinion was the dissection was the primary and severe coronary stenosis with coronary artery disease history was the secondary cause of the patient expiring.